Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The gantry motion controller was reported to have lost its home. To resolve the reported issue, the motion controller, tilt limit and solid state relay were replaced. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The suspect gantry motion controller has been received by the manufacturer for evaluation. However, results are not available at this time. The tilt limit and solid state relay have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system prompted the user to perform a motion calibration before image acquisitions could be performed. When attempting to perform the calibration, the imaging system gantry would only move outward and the system then became unresponsive and restarted without prompt from the user. The reported issue occurred twice when attempting to perform the calibration. On the third attempt, the calibration was completed successfully and the imaging system was used for the procedure. The reported issue occurred when setting up for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The gantry motion control box was returned to the manufacturer for evaluation and the reported issue could not be confirmed. Testing confirmed all motion including door open/close, 2d and 3d imaging were successful. No fault was found. No motion related errors were found in the log review.